Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report insertion issues with the sensor. Customer stated that the sensor liner stays on the sensor base during insertion. Customer's blood glucose reading was 538 mg/dl. Nothing further reported.